Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment, this device is not reportable.

Manufacturer narrative:
(B)(4). Customer has indicated product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09857, 0001825034 - 2018 - 09848.

Event description:
It was reported patient has been indicated for revision due to possible femur fracture and dislocation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.